Event description:
It was reported that t-wave oversensing issue was observed on the ventricular channel however a freeze capture of the oversensing was unable to be obtained. Patient was asymptomatic. Noise was unable to be reproduced during this time. No programming changes would be suggested at this time until a freeze capture of the oversensing is obtained. Patient was stable and will continue to be monitored remotely.